Event description:
It was reported a motor stall was caused by the patient having MRI on (B)(6) tube set alarm was noted. The pump was interrogated (B)(6) 2012 and a motor stall recovery was then noted. The logs showed that it took several days for the motor stall recovery from MRI. It was a delay in the telemetry acknowledging the stall. The patient never went in the scanner as the patient was taken to surgery. There was no medical or therapy problem. The pump was delivering lioresal.

Event description:
Additional information reported that the cause of the event was from the patient entering the MRI suite which caused the motor stall with recovery. It was indicated that an error message occurred that pump remained in prolonged telemetry mode. The patient was hospitalized for surgery that was unrelated to the pump. There were no patient symptoms reported or injury noted. The drug delivered via pump was compounded baclofen.

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).